Event description:
The pt reported that the pump cartridge was leaking insulin at the luer lock connection to the infusion set.

Manufacturer narrative:
The cartridge was returned to animas for eval. Eval revealed a damaged luer connector.